Event description:
It was reported "the gloves are hard and don't stretch they donning and doffing. Because of this they are tearing very easily."

Manufacturer narrative:
It was reported "the gloves are hard and don't stretch they donning and doffing. Because of this they are tearing very easily." There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.